Manufacturer narrative:
Literature citation: hoikkanen t, nissen m, ikaheimo tm, jyrkkanen hk, huttunen j, von und zu fraunberg m. Long-term outcome of spinal cord stimulation in complex regional pain syndrome. Neurosurgery. 2021.10.1093/neuros/nyab239 literature summary: the article¿s stated objective was to study the outcome of spinal cord stimulation (scs) in complex regional pain syndrome (crps) as measured by trial success, explantation rate, complications, and changes in opioid and neuropathic pain medication use over a 4-yr follow-up. The authors ultimately concluded that despite the fact that crps patients were not able to discontinue or reduce their strong opioid or neuropathic pain medication use, 70% continued to use their scs device during a median 8-yr follow-up. Age or date of birth: this value is the average age of the patients reported in the article as specific patients could not be identified. Sex: this value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. Date of event: please note this date is based off of the article¿s publication date as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_ins_stimulator, lot# unknown, product type: implantable neurostimulator. Product ID: neu_unknown_ext, lot# unknown, product type: extension. Product ID: neu_ens_stimulator, lot# unknown, product type: external neurostimulator. Other applicable components are: product ID: neu_unknown_lead, serial/lot #: unknown; product ID: neu_ins_stimulator, serial/lot #: unknown; product ID: neu_unknown_ext, serial/lot #: unknown; product ID: neu_ens_stimulator, serial/lot #: unknown if information is provided in the future, a supplemental report will be issued.

Event description:
Reported events: 1. 2 patients experienced local pain and discomfort that required their implantable neurostimulator (ins) be repositioned. 2. 1 patient experienced a ¿deep infection¿ involving their percutaneous lead. The lead was revised. 3. 3 patients experienced electrode migration that required repositioning. It was noted the migrations involved 1 surgical paddle le ad and 2 percutaneous leads. 4. 3 patients experienced electrode migration that required lead replacement. It was noted the migrations involved 1 surgical paddle lead and 2 percutaneous leads. 5. 2 patients experienced stimulation to the wrong area that required repositioning of their surgical paddle lead. 6. 1 patient required ins replacement due to hardware malfunction. 7. 6 patients required lead replacement due to hardware malfunction. It was noted the replacements involved 5 surgical paddle leads and 1 percutaneous lead. 8. 2 patients required extension replacement due to hardware malfunction. 9. 1 patient ¿suffered from postoperative urinary retention¿ during the scs trial period. No further complications were reported or anticipated.